Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The territory manager reported via phone call that the customer insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was 536 mg/dl at the time of incident. The caller stated that the insulin pump buttons were hard to press. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 536 mg/dl and treated. Customer declined high blood glucose troubleshooting. The caller was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened esc, act, up and down button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. Insulin pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.